Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had noted power / flow elevations while on monitor in clinic. When watching patient, power climbed as high as 9.6w. Patient's baseline power is 5-6w. Patient¿s baseline flow is 4.5-6l. Patient had no dark urine, heart failure symptoms, signs / symptoms of stroke. Patient¿s international normalized ratio has been therapeutic. Lactate dehydrogenase runs 400s-500s. Patient takes 81 mg aspirin. Patient was stable at home and was instructed to page if developed symptoms of hemolysis or notes sustained elevated powers / flows at home. No further intervention planned at this time. The log file captured routine events, there were no notable alarm conditions. We did note at the end of the log file the power and flow starting to elevate. Staff felt patient may have some degree of clot within pump, however, right heart catherization and echo show adequately unloaded left ventricle. Alarms resolved as patient was placed on heparin drip; powers fluctuated between normal and as high as 8, now at baseline around 5. Plan of care was to monitor lactate dehydrogenase closely in outpatient setting and may increase international normalized ratio goal.

Manufacturer narrative:
Section d1, d4: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed elevations in power and estimated flow that also appeared to be associated with slightly decreased average pi values. Based on past complaint experience, this finding could be indicative of potential thrombosis; however, a direct correlation between the log file findings and heartmate ii lvas, serial number vad-54546 could not be conclusively established through this evaluation. The reported event (some degree of clot within the pump) could not be confirmed through this evaluation. The submitted log file contains approximately 2 days and 13 hours of data. Power and estimated flow appeared to be elevated towards the end of the file, ranging from 7.5-8.7 w and 7.5-8.8 lpm over the final 6 minutes of captured data. Average pi also appeared to be slightly decreased during this time, ranging from 4.3-4.7. It should be noted that the average pump parameter values were approximately 5.6 w, 4.8 lpm, and 5.8 (average pi). The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hmii lvas IFU lists thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines the recommended anticoagulation therapy and inr range. The IFU also provides an explanation of each of the pump parameters, including power and estimated flow. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.